Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 4 atms. (The number of inflations peformed is unknown.) The lesion being treated was a 99% stenotic lesion in a tortuous proximal rca. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. The patient was asymptomatic during this event. Patient status is reported as 'good'.